Event description:
During a menisectomy procedure it was reported that unidentified back material was coming from the device. This material became dispersed in the meniscus and was subsequently removed. No pt injuries or complications were reported. Information provided by the customer indicated that the device was reused.